Event description:
Information was received indicating that the "night shift has forgotten" to connect the night smiths medical cadd-legacy duodopa ambulatory infusion pump. It was reported that the patient received the day values, which were higher than the night values, throughout the night. No adverse patient effects were reported.